Event description:
I have gotten the essure procedure done in (B)(6) 2012 and it is (B)(6) 2013. Currently I have suffered really bad headaches and lots of pelvic pain. I don't know who to go to or who to turn to. Diagnosis or reason for use: blood type.